Manufacturer narrative:
The reported event of inadequate capture could not be confirmed. Final analysis found that the helix length was within specification. Further analysis was performed, including output verification, shows the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp exhibited high capture threshold. The device was removed and replaced. The patient was in stable condition.